Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements. No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Heated slowly. It was reported that during the total knee replacement operation, the operation room's temperature is 23 degree, more than 2 minutes after mixed cement, the cement was still very dilute and the working time is less than 5 minutes. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the complaint states: ¿heated slowly. It was reported that during the total knee replacement operation, the operation room's temperature is 23 degree, more than 2 minutes after mixed cement, the cement was still very dilute and the working time is less than 5 minutes. There were no adverse consequences to the patient. No additional information could be provided.¿ the completed cement checklist (see attachment (B)(4). Cement checklist.pdf) was reviewed and states that the cement was stored at 20°c and at 60-65% rh, and then moved to an intermediate area prior to surgery at 20-23°c for a period exceeding 2 hours before finally being used in the operating theatre at 20°c and 45% rh. The complaint description states that the operating theatre was at 23°c during use. Retained samples were tested in a temperature and humidity-controlled laboratory (see attachment ¿(B)(4). Retest results.pdf¿). Mean dough time: 3 min 35 sec mean setting time: 12 min 07 sec mix characteristics: soft/ wet handling characteristics: soft the reported failure was not repeated in the testing of the retained samples for this lot number. The cement mixed and behaved as expected for the product type and met appropriate specifications. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed and inadequate handling characteristics is included as a possible failure mode (see attachment (B)(4). Extract from dva-107020-fde.pdf¿). In each case the risk is considered as low as possible and cannot be further mitigated. IFU-0630004 rev 3/ b was reviewed (see attachment ¿(B)(4). Extract from IFU-0630004.pdf¿). The directions for use section states that bone cement is heat sensitive and that variations in humidity and will affect cement handling characteristics and setting time. It also advises that handling characteristics may vary if the cement components and mixing equipment are not fully equilibrated to 23°c before use and recommends that unopened product is stored at 23°c for a minimum of 24 hours before use. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained samples. However, the changes in conditioning and storage of the product up to and including the operating theatre temperature and relative humidity could have potentially aided the unusual behaviour reported. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed: ecm unrecognised number: 9381818 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 2720 units released. Lot expiry date: 31 december 2022